Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising high out of range shock lead impedance measurements. Technical services (ts) recommended monitoring and replacing if the lead gets too high out of range. The lead remains in service. No adverse patient effects were reported.